Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was implanted in the mid lcx, a second endeavor sprint rx was also implanted in the mid lcx for treatment of a complication / dissection/ bail out after stent implantation to cover target lesion. A third endeavor sprint tx stent was implanted in the mid lad. A suspected mi event was adjudicated by the cec to have occurred on the same day as the dissection event. This was identified based purely on the (B)(6) definition of a mi alone. There is no evidence that the patient was symptomatic of an mi at the time of the event. The patient experienced unstable angina at the 6 month follow up and stable angina at the 1 year, 1.5 year and 2 year follow up's.

Manufacturer narrative:
(B)(4).